Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of persistent cough during the day and at night for last 1 month. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of persistent cough during the day and at night for last one month. There was no report of serious patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. Upon internal inspection of the device, it was found that the power connector is corroded. As a result, the unit cannot be powered on, preventing the retrieval of error logs or error codes. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation but observed dust. The unit has been scrapped. Section h6 updated in this report.